Manufacturer narrative:
Patient medications include acetaminophen, amlodipine, aspirin, atorvastatin, cholecalciferol, cyanocobalamin, folic acid, probiotic blend, loratadine, losartan, magnesium, metoprolol, omeprazole, and multivitamin. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. A 23 x 14.5 x 140 mm trunk-ipsilateral leg component was placed from the left side, and a 12 x 100 mm contralateral leg component was advanced and deployed on the right. On (B)(6) 2018, computed tomography scan reportedly revealed a possible combination of type ib and type ii endoleaks. The type ii endoleak originated from the inferior mesenteric, and multiple lumbar arteries. Aneurysm sac size was reportedly stable. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby the type ii endoleak was coil-embolized, and an additional excluder® iliac extender component was implanted on the left (ipsilateral) side to treat the distal type I leak. The endoleaks were resolved and the patient tolerated the procedure.